Event description:
A report was received that the patient was experiencing uncomfortable stimulation, painful tightening sensation in his chest at the vertebral level of his lead, pressure in the chest and ribcage, and that normal movements aggravate his pain. The patient reported that he felt the sensations with the stimulation on or off and they had worsened over time. Reprogramming provided by the bsn representative did not resolve the issue. The patient's precision system was explanted and the patient was reportedly doing well after the procedure.